Event description:
The customer complained of questionable ise indirect na, k, cl for gen.2 results for 25 patient samples on a cobas 6000 c (501) module. The customer provided discrepant na and cl results for 4 patient samples. For patient 1 the initial na result was 113 mmol/l and the repeat result was 135 mmol/l. For patient 2 the initial na result was 119 mmol/l and the repeat result was 140 mmol/l. The initial k result was 3.5 mmol/l and the repeat result was 4.0 mmol/l. The initial cl result was 90 mmol/l and the repeat result was 102 mmol/l. Patient 2 was (B)(6) male. For patient 3 the initial na result was 129 mmol/l and the repeat result was 135 mmol/l. For patient 4 the initial na result was 128 mmol/l and the repeat result was 140 mmol/l. The initial results were reported outside of the laboratory. The repeat results were tested on a different instrument and were deemed to be correct. The instrument was not provided. The results were corrected in less than 5.5 hours after the initial results. There was no adverse event. Multiple patients were admitted to the hospital and diagnosed with hyponatremia. Some patients received treatment based on the initial results. The treatment the patients received was asked for but not provided. The patients that were admitted to the hospital were okay and have had new blood collections with normal na results. The customer attempted to multiple calibrations that were not acceptable. The customer changed the ise reagents, primed the reagents, changed the ise probe, and performed a wash two times. The customer attempted another calibration was not acceptable. The customer ran 10 patient samples to condition the c501 and the calibration was not acceptable again. The customer then primed the reagent and ran 15 samples and the calibration was not acceptable. The customer received calibration alarms. The na, k, and cl electrode lot numbers and expiration dates were asked for but not provided. The field service engineer (fse) replaced the sipper nozzle, pinch tubing, sipper tubing, and flushed the vacuum system. The instrument would go into stand by without alarms. The calibration and qc ran by the customer was acceptable. The customer stated that the fse found a part detached inside the instrument and that the issue to be caused by no aspiration of the reagent which caused improper cleaning of the cuvettes. The investigation determined that the issue was resolved by the fse service actions.